Manufacturer narrative:
Cmp-1053042. G2: foreign - event occurred in india. G2: user facility - report# mw5188980. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the patient has kept the broken piece. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial arthroscopic repair of a meniscus tear on approximately two (2) years ago. The surgery was conducted at a different hospital with a different surgeon, where the device was newer to the practice. Subsequently, the patient reported recurrent knee pain two (2) years post-implantation. Evaluation at another hospital was conducted and MRI images revealed a broken tip of a juggerstitch within the knee. It is presumed the tip of the needle fractured during the initial procedure and has been retained in the patient's body. An additional surgery was conducted on approximately two (2) years and three (3) months post-initial to remove the broken piece. Attempts have been made and no further information has been provided.